Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was admitted into the hospital for an unknown reason. The telemetry unit documented loss of right ventricular (rv) capture for an unknown length of time. The patient was not symptomatic. The patient has a competitor's rv lead, which had exhibited increased pacing thresholds and decreased pacing impedances. There was no noise on the rv channel. It was reported that all other lead diagnostics were normal and the pacing outputs were programmed to 4 volts. No further information has been made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.